Event description:
Original surgery in 2002, revision surgery in 2006. Patient complained of pain, x-ray did not reveal anything. During exploratory surgery, discovered fossa was cracked. Cracked implant replaced.

Manufacturer narrative:
The device was returned and analyzed as part of the 522 study. This is late information received from the 522 study (B)(4), which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. Mode of failure: environmental cracking is a possible mode of failure. There is evidence to support possible failure of the device due to combined effects of environmental factors with the mechanical stress (possible over torque of the fossa screws), the subsequent static overstress and plastic deformation, and the repetitive load over time. Fatigue is a possible mode of failure as the repeated loading of the device over time could have resulted in stress exceeding the tensile strength of the material. This is consistent with a fracture noted on the most anterior screw hole of the fossa, indicating an area of high stress over time. Mechanical findings are consistent with the clinical report of postoperative pain and swelling that occurred 3.5 years after surgery. Areas of high stress and plastic deformation were observed during stage I analysis within the screw holes. Material damage was also noted at the location of the screws. These areas of high stress and material damage were possibly a result from over torquing the screws, creating static over-stress and plastic deformation. Cause of failure: areas of high stress and plastic deformation were observed during stage I analysis within the screw holes, and material damage was also noted at the location of the screws. These findings support technique failure due to over torquing of the fossa screws as a possible cause of instability of the device and the symptoms leading to revision. Material failure is a possible cause of failure, as the revision surgery revealed a fractured fossa component. The fossa flange was fractured in its most anterior screw hole. The fracture is consistent with over tightening the screws, particularly the most anterior. This instability is consistent with the development of the clinical symptoms (pain and swelling) which this patient experienced 42 months after the placement of the device; situation that led to the revision surgery. Stage 1 analysis confirmed a fractured fossa and areas of high stress at the screw placement locations, particularly on the screw hole with the radial fracture. Report did not receive a pass or fail third acknowledgement when submitted may 27, 2016; resubmitting report reference ticket (B)(4).